Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.